Event description:
On march 29, 2024, senseonics was made aware of an adverse event where the hcp failed to remove the user's sensor on the first attempt.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2024. No further investigation is required.